Manufacturer narrative:
H10. Internal reference number: (B)(4). H3, h6: it was reported that a left hip revision surgery was performed due to pain, elevated chromium cobalt levels, osteolysis, cyst formation around the anterior column. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. </p> <p class="paragraph">a review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution.  </p> <p class="paragraph">the review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified.</p> <p class="paragraph">as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event.  </p> <p class="paragraph">based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after undergoing a left hip resurfacing (bhr) on (B)(6) 2009 due to degenerative joint disease, the patient developed persistent pain. A subsequent diagnosis revealed elevated chromium and cobalt levels, osteolysis and cyst formation around the anterior acetabular column, for which a revision surgery was performed on (B)(6) 2024. During this procedure, both resurfacing components were removed and conversion to a tha system (smith+nephew combined with depuy synthes) was performed. Patient was reported to have a good recovery on a post-operative visit.